Manufacturer narrative:
(B)(4). Concomitant medical products: g7 acetabular high-wall e1 liner; item #: 010000935; lot #: 6565826. Gts vara femoral stem uncemented size +1; item #: pv129gp1; lot #: 0001160739. Biolox delta modular ceramic head 36mm 12/14; item #:650-0837; lot #: 2019040519. G7 acetabular shell 3 hole porous plasma cementless; item #: 010000663; lot #: 6546385. Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Recall was performed on the affected item. Please note that the items in the scope of this recall were not delivered to the USA. According to the available data, the root cause of the event might be related to a specific raw material. Corrective action has been initiated to address the reported issue. A recall was performed on the affected devices. Please note that the devices in the scope of this recall were not delivered to the USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was breakage of rasp gts 2 during preparation of the femoral canal. No adverse patient consequences have been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. Concomitant medical products and therapy dates g7 acetabular high-wall e1 liner; item #: 010000935; lot #: 6565826. Gts vara femoral stem uncemented size +1; item #: pv129gp1; lot #: 0001160739. Biolox delta modular ceramic head 36mm 12/14; item #:650-0837; lot #: 2019040519. G7 acetabular shell 3 hole porous plasma cementless; item #: 010000663; lot #: 6546385. The product was returned and lab analysis was performed. The returned device has been inspected according to an internal checklist, as part of our documentation process, which describes the different items to review. The product analysis shows that the product were received in two parts. We noticed that the product was broken at the top of the piece. The reported event could be confirmed. The review of the device manufacturing quality record indicates that 39 products gts trunnion s-2, reference 110025196, lot number 426960 were manufactured on 2 october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The review of the raw material certificates demonstrate that the raw material was complying to specifications. The review of the incoming inspection demonstrates that the semi-finished products (reference 110025196-00, lot number 341397) were complying to specifications. The review of the supplier conformity certificate demonstrates that the semi-finished products (reference 110025196-00) were manufactured and supplied compliant with specifications. No other similar complaints have been recorded for product gts trunnion s-2, reference 110025196, lot number 426960 on the reported event within one year. According to available data, the exact root cause is traced to device design (design / raw material combination was leading to a weak in the trunnion connexion). Corrective action has been initiated to address reported issue. A recall was performed on the affected devices. Please note that the devices in the scope of this recall were not delivered to the USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was breakage of rasp gts -2 during preparation of the femoral canal. No adverse events have been reported as a result of the malfunction.